Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user bumped into a hard objected and noticed that the touchscreen was cracked. The user's blood glucose level was 180 mg/dl. Reportedly, the customer would continue to use the pump until replacement pump is received.